Event description:
It was reported that the user experienced persistent nighttime low glucose while using the ilet bionic pancreas; initial target adjustments by the healthcare provider did not resolve the lows, and further target adjustments were provided during a troubleshooting and education call, with an advanced training session scheduled. Symptoms included hypoglycemia. Outcomes included user inconvenience without report of hospitalization or long-term injury. Investigation included user troubleshooting and education regarding therapy targets and system use. Investigation of this case revealed no device malfunction reported and no specific component failure identified, with cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.